Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Nurse reported that the system displayed a reboot message related to a disk, which caused the user to change the intended treatment plan from a personalized prk procedure to a standard prk procedure. The case was reported to have been treated successfully, without harm to the pt.